Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was removed from service due to undersensing of ventricular fibrillation. A new rate sense bipolar lead model 4269 was added to the system.